Event description:
Patient had total hip done in 2006, has been unstable ever since her surgery. Patient able to dislocate herself in doctors office.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient had total hip done in 2006, has been unstable ever since her surgery. Patient able to dislocate herself in doctors office.